Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
At the end of a complex primary total knee replacement, the scrub nurse was dismantling the derby balancer and noticed that the plastic measurement gauge was incomplete. The surgeon was informed immediately. It has been confirmed that all of the parts were located after the surgery and none remain in the patient.

Manufacturer narrative:
Product available to stryker, reason for no evaluation. An event regarding instrument fracture involving a monogram knee balancer height guide was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned as the device was discarded. Medical records received and evaluation: not relevant as the event pertains to a breakage of an accessory to a bone prep instrument during surgery, not implantable devices. There was no impact and there was no adverse consequences to the patient. Device history review: not performed as no lot details were provided for the device. Complaint history review: not performed as no lot details were provided for the device. The exact cause of the event could not be determined as examination of the broken device is needed to complete the investigation for determining root cause. Catalog and lot numbers were also not provided to allow device history record or complaint history reviews. No further investigation for this event is possible at this time as no device was received by stryker orthopaedics. If the device becomes available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
At the end of a complex primary total knee replacement, the scrub nurse was dismantling the derby balancer and noticed that the plastic measurement gauge was incomplete. The surgeon was informed immediately. It has been confirmed that all of the parts were located after the surgery and none remain in the patient.